Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -7.00/1.5/090 (sphere/cylinder/axis) was implanted; removed and replaced intra-operatively from the patients left eye (os) on (B)(6) 2023. The replacement lens was a longer length lens and the problem was resolved. Cause reported as unknown.